Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 200-300 mg/dl. Reportedly, customer believes they experienced a low bg, however, this was the only bg provided. Reportedly, the pump did not annunciate for a continuous glucose monitor (cgm) alert. Additionally, customer believes they might not have consumed carbohydrates, possibly contributing to the low bg. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous saline. Reportedly, the customer was released 7 days later with the issue resolved and no permanent damage.